Manufacturer narrative:
As received, a complete lead was returned in one piece. The helix was partially extended and clogged with blood/tissue. X-ray inspection found over-torque of the inner coil at the connector region consistent with procedural damage. After cleaning, the helix could be retracted and extended by applying torque directly at the connector pin. The full helix extension length was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
During an initial implant procedure, the right atrial (ra) lead was found to be displaced by x-ray. The ra lead was explanted and a new ra lead was implanted to resolve the event. The patient is stable.